Event description:
Procedure: nissen. According to the reporter: instrument would not release or exchange needle. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no anticipated tissue loss.

Manufacturer narrative:
(B)(4).